Event description:
It was reported that this insertable cardiac monitor (icm) exhibited a red alert indicating "monitoring is disabled due to possible device malfunction". Boston scientific technical services (ts) states the icm has reverted to bootloader operation due to power on reset faults. Ts recommended a device replacement, but the icm continues implanted. The physician has contacted the patient for a clinic revision, but the patient has been unable to travel to the clinic. No adverse patient effects were reported.

Manufacturer narrative:
There was not enough information provided in the complaint and the product has not been returned for analysis. The reason for the alleged observations could not be determined. Unknown factors most probably contributed to the event.

Event description:
It was reported that this insertable cardiac monitor (icm) exhibited a red alert indicating "monitoring is disabled due to possible device malfunction". Boston scientific technical services (ts) states the icm has reverted to bootloader operation due to power on reset faults. Ts recommended a device replacement, but the icm continues implanted. The physician has contacted the patient for a clinic revision, but the patient has been unable to travel to the clinic. No adverse patient effects were reported.